Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's continuous glucose monitor read "high," however, specific blood glucose (bg) value was not provided. Additionally, the customer reported large ketone levels. A manual insulin injection was administered by customer¿s mother to address elevated bg/ketones. Reportedly, the pump supplies were changed to address the issue prior to troubleshooting with tandem technical support. The customer reverted to manual injections for insulin therapy.